Manufacturer narrative:
Unit was not received stuck in manufacturing mode. Programmed multiple boluses and monitored; all bolus deliveries were shown properly in the daily history screen. No history anomalies noted. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. No unexpected pump error alarms noted during testing. However pump error followed by pump error was present in format history file, problem isolated to all electronic assemblies. Unit was received with scratched casing, minor scratches on lcd window and pillowing keypad overlay.

Event description:
The customer reported via phone call that the insulin pump alarm pump errors. The customer's blood glucose was 130 mg/dl at the time of incident. The insulin pump was returned for analysis.